Manufacturer narrative:
(B)(4). The device was manufactured between 02/15/2013 and 02/18/2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during patient infusion. The customer stated that the expected infusion time was 7 days; however, at the end of the expected infusion time, the device was not fully emptied. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with approximately 92 ml of fluid in the bladder. According to the patient label affixed on the returned sample, fluorouracil and sodium chloride were filled in the device during patient use. This solution was drained out of the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was subsequently conducted. The flow rate at the end of the test was found to be within specification of the product. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.